Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00mm x 16mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was noted that the distal stent struts were lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.